Event description:
The product was applied during a frontal sinus procedure. The suture knot loosened. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.